Event description:
It was stated that the no delivery alarm was not functioning on the insulin pump. The high pressure test was performed twice and the insulin pump did not pass the test. It was also stated that the customer had high blood glucose levels of 300 and 480 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.